Event description:
A site representative reported a navigation system that showed a slow down after application updates. This concern was identified during a planned maintenance visit, there was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Computer upgrade (B)(4) 2013. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Computer performance tests reveal no faults. No ram or hdd faults. Computer appears to be performing normally. Unable to duplicate reported event. Computer upgrade installed in system. No further subsequent issues reported.